Event description:
It was reported that during an unknown procedure, the jaws became not to open after the device was inserted into the patient. The device did not clamp the patient¿s tissue. This event occurred before firing. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.